Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. Only infusion cannula in tray from this wet combined pak was returned. The infusion cannula tip size was confirmed correct with a go-no-go gauge. As reported it was clogged, but tracks of dry balanced salt solution (bss) could be observed inside the cannula tube, showing it had been used before. Backward flush with water unclogged the infusion cannula, as a result it could let fluid pass when testing with a syringe. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation determined that there was no issue with the reported sub-assembly. The dried balanced salt solution (bss) within the tube is not due to any manufacturing related issues. Company consumables products are designed and intended for single use as noted within the product's descriptions for use. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that infusion cannula was clogged, and water did not flow during calibration. The procedure type was unknown. The surgery was completed after replacing with another product. There was no patient contact.